Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had been experiencing erratic blood glucose (bg) since (B)(6) 2012. The reporter stated that the patient's bg went as high as 400 mg/dl and as low as 42 mg/dl. The patient reportedly experienced nausea, increased thirst, and "did not feel well" with elevated bg, and experienced rapid heart rate, shakiness, and appeared pale with the low bg. The reporter noted that occlusion alarms occurred on (B)(6) 2012 and on (B)(6) 2012 and that the infusion set was changed multiple times, but the patient's bgs remained elevated even after occlusions resolved. The patient was reportedly removed from the pump and was given insulin injections for the elevated bg on (B)(6) 2012, after which point the patient's bg dropped to 42 mg/dl. The patient reportedly treated the low bg with juice and soda and bg resolved to 135 mg/dl. A review of the alarm history indicated occlusion alarms and replace battery alarms had occurred, which were addressed appropriately. A review of the bolus history indicated one bolus that was cancelled on (B)(6) 2012 due to an occlusion, but the occlusion was addressed and the remainder of the intended bolus was delivered appropriately. A review of the total daily dose history indicated the pump was delivering insulin accurately. The reporter denied any site, set, and cartridge issues, but noted a small drop of blood at the cannula when the infusion set was changed during the call with animas customer support. There was no pump defect found. The pump is not being returned at this time and there has been no further reported incident. The reporter was advised to contact the patient's health care professional to discuss the reported bg excursions. This complaint is being reported because the cause of the reported bg excursions could not be identified, and the patient reportedly experienced signs and symptoms indicative of both hyperglycemia and hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.